Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific that an advanix pancreatic stent was used during a drainage procedure in the common bile duct, performed on (B)(6) 2023. During the procedure and inside the patient, it was noticed that the stent was bent. Another advanix pancreatic stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event.